Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse performed multiple actions and parts replacement to resolve the issue. The fse replaced chloride and calcium electrodes and the carbon bridge. The fse also performed preventive maintenance which includes cleaning or replacing additional multiple parts including tubing and valves. The combined actions resolved the issue.

Event description:
The customer reported that the unicel dxc 600 pro synchron system generated high na (sodium), calc (calcium) results; and low cl (chloride) results. The customer ran ise qc (ion-selective electrode, controls) and noticed calc (calcium) qc was high and cl (chloride) qc was low. The customer reran previously run patient samples and found discrepancies on some patient samples. There were 5 patient samples with erroneous results. The results were reported outside of the lab. The customer corrected the results and confirmed that there was no impact to patient treatment. The customer did not question other analytes.